Manufacturer narrative:
(B)(4). Evaluation results: (paralysis).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 58 mm diameter x 110 mm long saccular thoracic aortic aneurysm at zone 4 approximately 19 months ago. The proximal aortic neck was 30 mm in diameter; distal neck was 23 mm in diameter and the iliac arteries had moderate calcification and mild thrombus. It was reported that post implant, paraplegia was confirmed. Medication was started, and the patient recovered. The physician commented that the event was unrelated to the talent stent grafts, but related to the procedure. On (B)(6) 2009 at the 30 day follow-up, the aneurysm diameter was 58mm and no endoleak was found (see MFR # 2953200-2010-02514, MFR # 2953200-2010-02515 and MFR # 2953200-2010-02516). No additional clinical sequelae were reported and the patient is fine.